Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one ultraverse rx pta dilatation catheter was received for evaluation. During visual evaluation, the balloon was noted to have bunching and twisting, with bunching also present to the distal end of the inner guidewire lumen. During functional testing, the sample guidewire lumen was flushed successfully. The patency of the guidewire lumen was tested using an in-house guidewire but could not be completed due to the condition of the returned device. The guidewire was then removed with no issue. Also, introducer sheath testing could not be performed due to the condition of the device. No other functional testing was performed. Therefore, the investigation is inconclusive for the reported inability to cross lesion as the conditions of use cannot be replicated in the laboratory. The investigation is unconfirmed for the reported tip break as no tip breakage was seen. However, the investigation is confirmed for the identified guidewire lumen bunching as bunching to the distal end of the inner guidewire lumen was seen. A definitive root cause for the alleged inability to cross lesion, tip break and identified guidewire lumen bunching could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiration date: 04/2025), g3, h6 (device, method) h11: h6 (result, conclusion) h11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that during an angioplasty procedure below the knee, the pta balloon was allegedly unable to cross the lesion. It was further reported that the tip allegedly broke inside the patient. The procedure was completed by using another device. There was no reported patient injury.

Event description:
It was reported that during an angioplasty procedure below the knee, the pta balloon was allegedly unable to cross the lesion. It was further reported that the tip allegedly broke inside the patient. The procedure was completed by using another device. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H10: d4 (expiration date: 04/2025). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.